Event description:
It was reported that during an unknown procedure, the coating of the jaws of the clamp is loose but has not fallen into the patient. It was immediately recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. With part of the blade fell out.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.